Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery was observed. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.